Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, physician used refine technique and the valve was re-sheathed twice as position too high, then optimal position found. After second recapture, patient presented symptoms requiring a pacemaker. The valve was implanted at a optimal depth of 3mm and patient went into complete heart block with escape rhythm ~40bpm. A permanent pacemaker was implanted on the next day. The patient was reported stable.

Manufacturer narrative:
An event of heart block (complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of heart block, there was calcification between the non-coronary and left cusp, and the implant depth was 3mm from the non-coronary cusp. Based on all available information, a cause for the heart block could not be conclusively determined. The reported hospitalization and surgery were the results of case-specific circumstances.